Event description:
End user reported her power chair no longer has the prongs since repaired and that the turtle and rabbit are reversed on the joystick which caused her to run into a wall and table. End user has been using this powered wheelchair for approximately 5 years. No injury.